Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot number qampml / w982840, and no non-conformances related to the reported complaint condition were identified. To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No. What was being done when the suture broke (removal from package / during passage through tissue/ during tying? Unknown. Was the needle removed from the patient during the same procedure? Yes. What tissue/location was suturing when pull off occurred? Unknown. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture were found separated from swage point when the suture foil opened during surgery. There were no pieces left in the patient. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. Additional information was requested.